Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls (qc), which resulted out of range on level three. The customer repeated qc twice, which resulted in range upon second repeat. Ccc instructed the customer to check the lamp in diagnostics and the ultrasonics. The customer stated the lamp was replaced the previous week. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse cleaned all windows and aligned the photometer. The cse replaced the photometer belt, solenoid assembly top seal, c-assembly transducer, and optical filters 405nm, 452nm, and 600nm. The cse aligned the photometer and ran testing, which resulted within specifications. The cse ran c- reactive protein qc, which resulted within range. The customer contacted ccc again due to cuvette errors and cuvettes that are not sealing. The customer replaced the diaphragm, aligned the top seal and cycled cuvettes to verify operation. The cause of the discordant, falsely low tbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one neonate patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it as the result was too large of a drop from the result obtained for the patient the previous day, for which the patient received light treatment. The sample was repeated on the same instrument, resulting higher. The sample was then run in duplicate on the same instrument, and the results matched with the previous repeat. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.